Manufacturer narrative:
The device was rec'd. Investigation is not complete. The no audible alarm tone event that the device is being reported for was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case.

Event description:
During initial testing at the manufacturing site, the device did not sound an audible alarm on the high and low volume setting.